Manufacturer narrative:
Continuation of d10: product mdt-trans valve (sn: unknown) ; product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, an ultrasound-guided puncture was performed using a micr o-puncture needle. A non-medtronic introducer sheath was then placed. It was then attempted to advance the guidewire into the right femoral artery; however, the guidewire was not able to pass through the artery via the introducer sheath. A contralateral injection was then performed, which revealed a ruptured right femoral artery. The procedure was abandoned and the patient was sent for surgical vessel repair.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the dcs in this report may have caused or contributed to a death or serious injury or that the valve in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. The additional information reported that the dcs was never inserted into the patient prior to the adverse event occurring. Updated data: b5. A second paragraph was added. H6. Annex a code, annex c codes, annex d code. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, an ultrasound-guided puncture was performed using a micr o-puncture needle. A non-medtronic introducer sheath was then placed. It was then attempted to advance the guidewire into the right femoral artery; however, the guidewire was not able to pass through the artery via the introducer sheath. A contralateral injection was then performed, which revealed a ruptured right femoral artery. The procedure was abandoned and the patient was sent for surgical vessel repair. Additional information was received that a non-medtronic guidewire was used during the procedure. It was reported that the delivery catheter system (dcs) was never inserted into the patient prior to identifying the rupture. Per the physician, the cause of the rupture was due to the wrong puncture, and the dcs and guidewire did not cause or contribute to the rupture. The patient's calcification at the puncture site and tortious vessel anatomy were noted as a contributing factors to the rupture as a high puncture was planned by the physician to avoid the calcification.

Manufacturer narrative:
Corrected g.3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.